Event description:
Account obtained a discrepant glucose result for a patient sample. Initial result was 85 mg/dl and when repeated, the result was 62 mg/dl. The incorrect result was not reported. The field service representative found the probes were dirty and repaired the instrument.